Event description:
It was reported that during surgery the unit gave a prime excessive vacuum error. Time did not allow re-priming and therefore, doctor decided to use a back up unit to complete the procedure. No patient injury reported. Normal post-operative care.

Manufacturer narrative:
(B)(4). Evaluation summary: upon inspection and analysis of the unit, field service engineer (fse) was unable to duplicate the reported problem. Fse performed and verified vacuum calibration. The unit meets abbott medical optics specifications. Placeholder.